Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded steadily increased right ventricular (rv) pacing impedance measurements up to 1300 to 1400 ohms, thus had remained within acceptable limits. It was noted that there was no documented noise and all other lead measurements were stable and normal. It was noted that the physician was aware of this and will continue to monitor the patient. Additional information was provided that the device was later explanted and was returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.